Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and for a mitraclip procedure. During the procedure, one mitraclip xtw was implanted. The final mr was grade 1+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, after follow up transthoracic echocardiogram (tee), it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Mr was grade 1-2 after slda.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) is attributed to pre-existing patient anatomy, as indicated by the physician. The reported recurrent mr appears to be a cascading effect of the slda. Mr, as listed in the mitraclip g5 delivery system instructions for use, is a known potential complication associated with mitraclip procedures. The reported hospitalization and serious injury/illness/impairment were the result of case-specific clinical circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.